Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicated post-sensed t-wave oversensing (pstwos) was again noted after reprogramming of the device. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming of the device was performed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post-sensed t-wave oversensing (pstwos) associated with premature ventricular contraction (pvc) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.